Event description:
It was reported that the insulin pump had alarmed for a loose drive support cap during the manual prime. The blood glucose reading was 7.8 mmol/l. The insulin pump was not dropped or bumped prior to this alarm and the drive support cap appeared to be normal and recessed. Customer did not recall if the drive support cap had been pressed on. Nothing further was reported.

Manufacturer narrative:
The insulin pump could not be primed during the prime/a33 test and alarmed a33 during the basic occlusion test due to a protruded/loose drive support disk. The insulin pump passed the a21 test and the excessive no delivery test. The occlusion test could not be performed due to a prime/fill anomaly. The insulin pump was received with a scratched window, a cracked case at the display window corners and a cracked reservoir tube lip. All operating currents were normal. No unexpected low battery or off no power alarms were noted.